Event description:
Caller reported that cartridge was not fitting properly on pump due to difficulty aligning with guide tracks. There was no adverse impact to customer's blood glucose level. Technical support instructed caller to remove case from pump, inspect the pneumatic tap area, and remove an o-ring found on tap. Caller used a lint-free cloth to clean area and successfully reloaded original cartridge, allowing insulin therapy to resume.